Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the leak was caused by a pin-sized hole in tubing to the blood sampling valve (bsv). To resolve the leak, the fse cut back and reattached the tubing. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer, which was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak; there were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event. Patient treatment was not impacted as a result of the leak.